Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 ml bd integra¿ retracting safety syringe safety mechanism did not activate.   The following information was provided by the reporter. During an intervention with an agitated patient, when it was time to activate the safety mechanism, the needle was twisted and the device did not secure the needle. The patient was very agitated and struggling, which explains why the needle was deformed, but it is precisely for these situations that we want safe equipment.

Event description:
It was reported that the 3 ml bd integra¿ retracting safety syringe safety mechanism did not activate.   The following information was provided by the reporter. During an intervention with an agitated patient, when it was time to activate the safety mechanism, the needle was twisted and the device did not secure the needle. The patient was very agitated and struggling, which explains why the needle was deformed, but it is precisely for these situations that we want safe equipment.

Manufacturer narrative:
H.6. Investigation: four photos were provided to our quality team for investigation. It was observed that the needle did not retract all the way into the syringe barrel due to the bent condition of the needle because of the attempted injection. Potential root cause for the needle bent/retraction could not be related to manufacturing process. Since the reported condition is related to customer use, corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.